Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Catalog number and UDI number are unknown, no information provided to date.

Event description:
It was reported that a pump gave an alarm without a message. Medication runs through. The cassette was disconnected, tapped to remove any air bubbles and reconnected. This had no effect, pump continued to go into alarm. Finally a new cassette was connected. After that, the pump no longer gave an alarm. There was no patient injury reported.

Manufacturer narrative:
B5: additional information received via email and attached on 29-jul-2022: concomitant medical products and therapy details. Patient details. Event outcome: resolved. H6: event problem and evaluation codes: updates not required.

Manufacturer narrative:
Other, other text: h10: device evaluation: samples were returned for investigation. The samples consisted of two cassette products; samples were received after use conditions and with their original packing. The samples were received, decontaminated and inside in a plastic bag. The samples were visually inspected under normal conditions of illumination to detect conditions that could cause functional issues. No damage was detected in the samples that could cause the failure mode reported. The samples were connected to the cadd pump to look for unusual functions. No alarms were activated. This step was repeated a second time; no alarms were activated. Based on the no disposable alarm investigation and root cause conduct through CAPA-000814 the mohawk exposure could be a factor during the use of cassette to activate the alarm. However, the failure mode could not be duplicated by functional testing; the complaint was not confirmed. No fault was found and as such, no root cause was determined, and no corrective actions taken; however, CAPA-000814 was open to investigate the failure mode reported. CAPA-000814 is currently in the solution confirmation and implementation plan phase. No lot number was provided; therefore, device history record review could not be completed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4)., corrected data: correction: no lot/serial number was provided, therefore the product manufacture or expiration date was unknown.